Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Based on historical quality control data, there was no indication that the vitros troponin I es reagent issue contributed to the event. However, the level 1 control does not adequately evaluate performance of the vitros troponin I es reagent to sample with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue could not be entirely ruled out as a contributing factor. In addition, it could not be confirmed if maintenance actions performed by the customer mitigated an instrument issue that may have contributed to the event. Pre¿analytical sample processing could also not be ruled out as contributing to the event, as the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 0.140 ng/ml versus expected < 0.034 ng/ml) obtained using vitros troponin I es reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I patient result was reported from the laboratory, however the sample was repeated and a corrected report was issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).